Event description:
It was reported that oversensing was observed via egm. The patient received multiple inappropriate "hv" therapy due to dislodgement. The lead was explanted and replaced with the longer lead.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.